Event description:
Weight gain, headaches, shoulder pains, rashes, fungus on toes, belly bloated look pregnant most times. Leg pains, thigh pain, memory issues, can't remember things sometimes. Slurred speech, swollen tongue. Thrush, swollen feet. Swollen hands and face.